Manufacturer narrative:
The exact event date is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was inserted, and attempted deployment wouldn't allow the unknown sheath to pull back. The material appears to have swelled up and bulged the device out to the point that the unknown sheath was unable to come back over it. There was no reported patient injury. The physician had quite a bit of experience with deploying mynxgrip device. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was inserted, and attempted deployment wouldn't allow the unknown sheath to pull back. The material appears to have swelled up and bulged the device out to the point that the unknown sheath was unable to come back over it. There was no reported patient injury. The physician had quite a bit of experience with deploying mynxgrip device. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. The device was not returned for analysis. A product history record (phr) review of lot f2109201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The exact event date is unknown. Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was inserted, and attempted deployment wouldn't allow the unknown sheath to pull back. The material appears to have swelled up and bulged the device out to the point that the unknown sheath was unable to come back over it. There was no reported patient injury. The physician had quite a bit of experience with deploying mynxgrip device. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The device was received inserted into the procedural sheath. The sheath was flush with the outer cartridge tubing¿s distal end. It was noted that the stopcock of the procedural sheath was not open. The advancer tube and the sealant remained in the manufacturing position as received. Per functional analysis, a simulated deployment test was performed, and significant resistance was felt when the shuttle cartridge was advanced distally. It was noted that the sealant was stuck to the device components, and dried blood was found in between the catheter shaft and the advancer tube, and in between the advancer tube and the shuttle cartridge tubing. The sealant and procedural sheath were removed from the device. The device was submerged in water to soften the dried blood. The shuttle cartridge was then able to be retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). After unsheathing, heavy blood was observed on the surface of the advancer tube and the outer cartridge tubing. The condition of the returned device is consistent with a device deployment jam. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per microscopic analysis, visual inspection under high magnification showed that the sealant was covered in blood, and was wedged between the advancer tube and the outer cartridge tubing. There was heavy blood present on the surface of the advancer tube and the outer cartridge tubing. The condition of the returned device showed that the sealant may have been prematurely hydrated. A product history review of lot f2109201, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was confirmed during analysis of the one returned device. The exact cause of the reported event could not be conclusively determined; however procedural factors may have contributed to the reported event. Premature hydrating of the sealant leading to an increased profile and adhering to the device components may have contributed to the reported event. In addition, the stopcock of the procedural sheath was not opened as received, which may have contributed to the reported incident. According to the instructions for use (IFU) which is not intended as a mitigation of risk; deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review, the information provided, nor the analysis of the returned device suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.